Manufacturer narrative:
(Impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to the two spyscope ds ii access & delivery catheter used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access & delivery catheter were used in the common bile duct (cbd) during a stone management using spyglass procedure performed on (B)(6) 2023. During the procedure, the image from the spyscope ds ii started glitching after gaining access into the cbd. Few seconds later, the image completely disappeared. They unplugged and plugged back the catheter into the controller multiple times, with no change. They opened another spyscope ds ii of the same batch/lot number and the same problem happened. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that elevator marks were on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, no live image was displayed. Articulation of the catheter had no effect in restoring an image. A media inspection was performed, in the video provided the device is plugged but there is no image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). Potential camera wire damage was observed near the distal end in the form of a break. No camera wire damage was observed in the pebax region of the catheter proximal to the working channel sleeve. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed signs of corrosion with the camera wires in the glue feature in the form of discoloration. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. The distal cap was removed from the catheter tip to visually inspect the optics lumen and the camera wires at the distal end. Visual inspection of the optics lumen noted signs of fluid backflow as shown by presence of procedural residue. Visual inspection of the camera wires confirmed damage in the form of nicked camera wire insulation and potential corrosion. The reported complaint was confirmed. The condition of the wires suggests that damage to the insulation of the camera wires occurred due to camera wire handling during the manufacturing process (possibly during camera potting, fiber routing, and/ or pof potting). Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process changes and tool change are being monitored for effectiveness and will be escalated should an excursion be observed. Furthermore, evidence of fluid ingress was observed through visual inspection; procedural residue was seen on the camera wires at the distal tip and on the pofs in the breakout region at the handle. Signs of corrosion were also seen on the camera wires during visual inspection. The reported event suggests that the device functioned initially before image was lost. If damage to the camera wire was present during use, it likely did not affect the image until fluid entered the optics lumen. Several pathways inherent to device design at the tip of the device would allow fluid from the procedure, like saline, to backflow up into the optics lumen. Based on analysis findings and complaint details, it is likely that fluid backflow into the optics lumen allowed for procedural fluid to contact and corrode the exposed conductors during the procedure, which created an electrical short/ disruption to the camera signal, and then caused the reported visualization problem. An investigation to address this problem has been completed. Based on all gathered information, the most probable cause for the visualization problem is due to fluid backflow into the optics lumen and the investigation will be assigned the cause code of cause traced to device design. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the two spyscope ds ii access & delivery catheter used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access & delivery catheter were used in the common bile duct (cbd) during a stone management using spyglass procedure performed on (B)(6) 2023. During the procedure, the image from the spyscope ds ii started glitching after gaining access into the cbd. Few seconds later, the image completely disappeared. They unplugged and plugged back the catheter into the controller multiple times, with no change. They opened another spyscope ds ii of the same batch/lot number and the same problem happened. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.